Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was unintended energy delivered to the surgical site and the tip broke. All pieces were retrieved and the procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: unintended energy delivered to the surgical site and the tip broke. All pieces were retrieved and the procedure was completed successfully. The probable root cause/s could be a probe short (due to polyimide pins direct contact with the hood and caused short), another possibility of a short due to the spark between the scope and electrode. The unit could have been scrapped with another hard object or device during surgery, or when inserting or removing the probe into an obstructed passageway, which could cause the outer seal damage. The device manufacture date is not known.

Event description:
It was reported that there was unintended energy delivered to the surgical site and the tip broke. All pieces were retrieved and the procedure was completed successfully.